Event description:
It was reported that the pump touch screen was unresponsive and frozen on the cancel bolus screen. The customer¿s blood glucose level ranged from 120-121 mg/dl. The customer was able to clear the screen and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.